Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer received a no deliver on the insulin pump. The customer's blood glucose level during the incident was 401 mg/dl. The customer was going to deliver a bolus when the alarm occurred. They reported that the even was resolved with a complete change of infusion and reservoir set. The product will not be returned for analysis.